Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. The product was changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.

Event description:
Caller states the patient tested 5.0 inr on the coaguchek s system and 3.0 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that he no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.